Manufacturer narrative:
A 407645 lead implanted: (B)(6) 2006; 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to erosion and pocket infection. It was noted that the right ventricular (rv) lead epicardial lead not able to be fully removed without opening the chest so it was partially removed. No further patient complications have been reported as a result of this event.